Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This relates to left side. Device remains implanted.

Event description:
Healthcare physician reported left side "rupture of devices (no side specified)." Patient reported via ultrasound, "signs of rupture on both devices" and "solid bilateral nodules" via MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 g2 h6

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. This relates to left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Red particles observed on the surface of the shell.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. This relates to left side. Device has been explanted and replaced with a non-allergan device.